Event description:
The manufacturer received information alleging a rep dreamstation auto CPAP device is noisy. The user stated if he removes the air filter the device is quiet. The user stated that he was using after-market filters and was advised against operating the device without filters and to use philips brand filters. Additionally, the user reported being hospitalized in (B)(6) 2024 due to low blood oxygen levels. It was noted that the user was using a competitor's mask, which led to chest pain when the mask was removed. The user also reported high carbon dioxide levels and an inability to exhale; however, after switching to a different mask, the user was able to exhale normally. The situation has since been resolved, and the user is now feeling well. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.